Event description:
Surgeon unable to fully seat cr triathlon insert into tibial tray. Insert subsequently removed and replaced with another of the same size/thickness.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon insert component was reported. The event was confirmed. A visual analysis concluded that it appears that the insert was attempted to be seated when it was not in the optimum position which appears to have resulted in the locking wire making contact with the locking tabs of the baseplate and becoming detached from the insert. The insert component cannot be used if the locking wire is deformed or displaced as the locking feature is not present. A device history review confirmed all devices were manufactured and accepted into stock with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. Based on the findings of the visual inspection it appears that the insert was attempted to be seated when it was not in the optimum position which appears to have resulted in the locking wire making contact with the locking tabs of the baseplate and becoming detached from the insert. The insert component cannot be used if the locking wire is deformed or displaced as the locking feature is not present

Event description:
Surgeon unable to fully seat cr triathlon insert into tibial tray. Insert subsequently removed and replaced with another of the same size/thickness.